Event description:
It was reported that the customer's device was overheating and had a burning odor from it. After physio-control evaluated the device, it was determined that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface, power, and system/memory pcb assemblies and also the cable assembly connecting the system and interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated all the removed assemblies and determined that the cause of the reported failure was a shorted and burned capacitor, designator c13 from the interface pcb assembly.